Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 2/17/2017 with the following findings: during testing, the battery compartment was observed to have two cracks and the display screen was observed to be dim and discolored. Unrelated to these issues, a review of the pump¿s black box data verified that time and date reset to default settings after the pump was rebooted. The evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The investigation discovered that the pump¿s internal battery was leaking and unable to hold charge. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed cracks in the battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on 2/17/2017.

Manufacturer narrative:
Follow up # 1 date of submission 3/10/2017 ¿ correction to additional manufacturer narrative. The follow was included in the investigation in error in the initial report and should be excluded - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.